Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge dropped from 100% to 35% while connected to a power source. In addition, the customer received a power source alert after plugging the pump into a wall outlet. During follow up, the customer reported that the alert had not reoccurred after charging the pump via computer usb port. The customer's blood glucose was 158 (mg/dl).